Event description:
Patient was revised to address loosening of the femoral. Poly wear and osteolysis were noted intraoperatively.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. Although unavailable for evaluation, it would be unreasonable to expect poly material wear after approximately 10.5 years of implantation. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated.